Event description:
It was reported that a malfunction alarm occurred, displaying malf 0, but there were no notable events prior to this incident. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support provided information to reset the pump, assisted the customer with the procedure, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues recur, which the customer understood and acknowledged.